Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2019 / serial#: (B)(4), UDI #: (B)(4), mfg date: 13-jul-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the device was deployed multiple times but could not be placed in a desired location due to patient anatomy and due to the limit of the ipg delivery system. The ipg and the delivery system were removed. A temporary pacing lead was implanted overnight. The following day, the patient was implanted with a transvenous ipg system. No patient complications have been reported as a result of this event.